Event description:
It was reported that the large volume pump (lvp) display had dim segments and needed to be replaced. The issue was discovered during scheduled preventative maintenance therefore, there was no patient involvement.

Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on 6 out of 6 returned boards. The returned display board assemblies were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. All returned boards exhibited dim segments. Risk assessment dir: (B)(4) reports dim segment issue associated to faulty component of the seven segment display. There was no patient involvement (npi). Device inspection: the customer returned 6 lvp display board assemblies p/n tc10004754 in individual esd bags each with a note written with a serial number suspected to be the lvp it came from. Visual inspection was performed and no damage, corrosion or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the s/n (B)(6) service history record showed the device had a manufacture date of 03aug2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 26oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only lvp display board assemblies were provided for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump (lvp) display had dim segments and needed to be replaced. The issue was discovered during scheduled preventative maintenance therefore, there was no patient involvement.